Event description:
It was reported an infection occurred approximately one week post implant. It was further reported the patient had bacteremia and the atrial lead was reported to be dislodged. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.